Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. No audio alarms or constant tone occurred during testing. No audio or beep anomaly noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
It was reported via phone call that the customer's insulin pump had a constant tone. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.